Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign materials adhered to the air/water cylinder and channel could not be identified. It is likely reprocessing was not conducted properly due to leakage by deformed scope cover where water tightness was lost. Subsequently, the materials were not possibly eliminated. However, a definitive root cause could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection". Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: water tightness was lost due to deformation of the scope cover; the scope connector case unit had a crack; the image had roughness due to damage of the charged coupled device unit; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide bundle had breakage; the plastic distal end cover had a crack; the light guide lens had a crack; the adhesive on the bending section cover had wear; the connecting tube had a scratch; water could not be supplied due to clogging of the jet tube in the control unit; and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was a formation of wrinkles and variations in brightness on the colonovideoscope. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, foreign objects were found in the air/water tube, the air/water cylinder, and the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.